Event description:
It was reported that the one of the patients leads had high impedances and was unable to enter magnetic resonance imaging (MRI). The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was disposed per facility policy.

Manufacturer narrative:
Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation conclusion: based on all available information, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that the one of the patients leads had high impedances and was unable to enter magnetic resonance imaging (MRI). The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was disposed per facility policy.